Event description:
It was reported that blood infection occurred. The patient's implantable pulse generator (ipg) was externalized, and the two implanted leads were removed. New leads will be re-implanted once identified infection is resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).